Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of two quantum maverick balloon catheters. The balloon was loosely folded. Inspection of hypotube, inner and outer shaft, distal tip/weld and corewire presented no damage or irregularities. Magnified inspection revealed a longitudinal tear in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07578. This device was received with MDR ID # 2134265-2014-07578 with no reported issues. However, preliminary investigation revealed balloon tear.

Event description:
Same case as MDR ID: 2134265-2014-07578. This device was received with MDR ID # 2134265-2014-07578 with no reported issues. However, preliminary investigation revealed balloon tear.